Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a bolus. Customer's blood glucose value was 498 mg/dl at the time of the call. The customer reported no delivery alarms. The customer was assisted with 5.0 unit fixed prime and insulin exited. The product was not returned for analysis.